Event description:
It was reported via social media that the customer received a no delivery alarm on the insulin pump. Customer was advised to get in contact to get assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.